Manufacturer narrative:
(B)(4). The insulin pump had a minor scratched lcd window, broken battery tube threads, broken belt clip slot, broken reservoir tube lip and missing o-ring reservoir tube. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to it being completely broken off.

Event description:
Customer reported via telephone call that the top of the reservoir compartment on their insulin pump was broken off. Blood glucose level at the time of call is unknown. The device will be returned and replaced.